Event description:
A malfunction was reported on the pump, displaying malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer was informed about using a backup therapy to ensure insulin delivery and was advised on steps to take once the replacement pump was received. Instructions for returning the malfunctioning pump were also provided and acknowledged by the customer.